Manufacturer narrative:
Updated: describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent damage was noted to the most proximal stent struts row; struts were lifted from the stent profile and bent back distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a shaft polymer extrusion kink 18mm distal to the distal end of the port weld. A visual and microscopic examination found that there was slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that mid and proximal stent struts were deformed and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The device was continuously pushed but still, it was unable to cross. When removed from the patient's body, the mid portion of the mounted stent and the proximal edge were found to be deformed. The procedure was completed with another of the same device. No patient complications were reported.